Manufacturer narrative:
The device was received at hillrom service centre on 15-jun-2021 where it will be preliminarily inspected. The device will be then forwarded to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
The distributor reported on behalf of the costumer that when attaching the power cord to the socket, there were sparks and the power cord got black. The circuit breaker also went off. There were no reports of injury to the patient or the user. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
The distributor reported on behalf of the costumer that when attaching the power cord to the socket, there were sparks and the power cord got black. The circuit breaker also went off. There were no reports of injury to the patient or the user. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The distributor reported on behalf of the customer that when attaching the power cord to the socket, there were sparks and the power cord got black. The circuit breaker also went off. There was no patient/user injury reported. The hillrom technician found the power cord needed to be replaced due to the age. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). Additionally, IFU contains warning regarding patient and operator safety with damaged power cords. Routinely inspect the ac power cord, blood pressure cuff, spo2 cable, and other accessories for strain relief wear, fraying, or other damage.replace as necessary. With the returned unit we were able to visually detect some minor arcing in the socket while plugging into a powered universal socket. This was recreated with other good units and cords. The arcing observed during the experiment is normal. The spark/arcing is caused when an electric current jump into a circuit or between two conductors. The spark happens inside the ac power outlet when the power cord plug gets in contact initially. If there is an abnormal spark, the likely causes are a bad power cord plug contact or bad ac outlet pins or electrical wiring. In this incident, the power cord plug has worn out after its long usage cycle. We were able to create some visually detectable arcing inside the socket right before contact when plugging the cord into a universal socket. Once the cord is fully engaged into the universal socket the unit operates normally. The inrush current specified in the power supply datasheet is up to 32a. The circuit breaker should be capable of supporting the inrush current and other loads connected to the mains of same circuit breaker at the time of circuit breaker trip. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.